Event description:
It was reported that a patient had a connection issue during fill two of three of peritoneal dialysis therapy. The patient line and transfer set became disconnected. The technical service representative assisted the patient with ending therapy and reviewed proper procedures as per user manual. The patient would complete therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.